Event description:
It was reported that shortly after implant, the patient was hospitalized with stroke-like symptoms. The pump was set to minimum rate and once the patient completed rehabilitation, the pump was filled with saline. The patient opted to have the pump removed. There was concern of a possible pump malfunction. The drug contained in the pump was not reported.